Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading reached as high as 460 mg/dl. The customer stated that he changed the infusion set, treated with insulin, and was able to lower the blood glucose reading to 208 mg/dl. He reported issues with the serter, and he also found kinked infusion sets at times. He also noted that the infusion set tape would not stay on the insertion site. He stated that his blood glucose levels changed often. Upon troubleshooting, it was found that the device passed the high pressure test and was working as designed. He also reported that he noticed some indentation on the keypad where the act and down arrow buttons were. He declined replacement of the insulin pump and was advised to monitor the device. He was advised that a replacement infusion set would be sent. Nothing further reported.